Manufacturer narrative:
Section d10. Device available for evaluation: yes returned to manufacturer on 6/14/2021 section h3. Device returned to manufacturer: yes device evaluation: complaint product was returned in its original packaging with dfu, patient identification card, patient notification card and label stickers. Upon evaluation of the device all the components were correctly engaged, and pushrod was not in advanced position. No assembly error and/or defect related to manufacturing process was observed. Lubricant material residues were observed in the cartridge tip and in the lens storage zone. The tip of cartridge was cracked/damaged. The lens got stuck at the cartridge loading zone, but the plunger was not in advanced position. Apparently, the pushrod was pushed forward and then pulled back. As the lens was too hard inside the cartridge it was not possible to remove it from the device to verify its condition. Therefore, the reported issues could not be verified. Due to the condition of the sample returned product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed two other complaints have been received for this production order number, but they are not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not inserted. If explanted, give date: not applicable, as lens was not inserted hence not removed from the eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded product was used but there was a problem with the injector and the intraocular lens (iol) was defective. It was stated that the iol did not touch the patient's left eye. No other information was provided.